Event description:
The alaris pump module was sent to service due to the low rate calibration failure as reported by the customer. There was no pt involvement.

Manufacturer narrative:
(B)(4). The returned pump module was evaluated, the customer's complaint was verified. Fluid contamination was observed on the occluded fingers, the upper occluder finger was stuck, right iui connector was found to have contaminated pins. The cause for the noted fluid ingress was not identified.